Event description:
The leg could be released as usual, but the system could not be closed when the tip was subsequently picked up. Under fluoroscopy, it could be seen that the system did not move (the tip just could not be pulled back into the outer sheath prior to removing it from the patient). Dr. Tessarek pulled the system out of the patient. The patient was treated as prescribed and was not at risk. The user would like to check whether it is a material defect. Patient outcome - "the patient was treated according to the rules and was not at risk."

Manufacturer narrative:
The MDR assessment for this complaint was completed in a timely manner. However, due to a discrepancy related to the internal process, the emdr was not filed within 30 days of the awareness date. Bolton medical will review the internal process for any necessary actions to prevent reoccurrence.

Event description:
The leg could be released as usual, but the system could not be closed when the tip was subsequently picked up. Under fluoroscopy, it could be seen that the system did not move (the tip just could not be pulled back into the outer sheath prior to removing it from the patient). Dr. (B)(6) pulled the system out of the patient. The patient was treated as prescribed and was not at risk. The user would like to check whether it is a material defect. Patient outcome: "the patient was treated according to the rules and was not at risk."

Manufacturer narrative:
The MDR assessment for this complaint was completed in a timely manner. However, due to a discrepancy related to the internal process, the emdr was not filed within 30 days of the awareness date. Bolton medical will review the internal process for any necessary actions to prevent reoccurrence.

Event description:
The leg could be released as usual, but the system could not be closed when the tip was subsequently picked up. Under fluoroscopy, it could be seen that the system did not move (the tip just could not be pulled back into the outer sheath prior to removing it from the patient). Dr. (B)(6) pulled the system out of the patient. The patient was treated as prescribed and was not at risk. The user would like to check whether it is a material defect. Patient outcome: "the patient was treated according to the rules and was not at risk."